Manufacturer narrative:
Based on the investigation including internal test, the nco was able to duplicate the similar unusual axial length and waveforms by electronic discharge exceeded the criteria. The nco considered external electromagnetic disturbance in abnormal operating conditions possibly may have caused to al-scan which conforms to international standards for electromagnetic compatibility of medical device and has been verified to operate properly under normal operating condition. In order to prevent the incident in customer site in the united states, nco requested nidek inc. Which is USA subsidiary of nco to alert to this symptom and also recommended that the software should be upgraded with the new version.

Event description:
The manufacturer, nidek co., ltd (abbreviated: nco). Received following information from (B)(6) user through nidek (B)(4) which is (B)(4) subsidiary of nco. On (B)(6) 2016, axial lengths were measured before the operation of iols' implantation. The results of measurement were 22.69mm/right eye and 21.43mm/left eye before the operation. We have not received post-operation data yet. However, we determined from the waveforms that the unusual symptom occurred there. When checking the data of the measurement results of (B)(4) facility, nco confirmed the measurement result of unusual axial length and waveforms at the right end portion of them.